Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (5 mg/ml at .03691 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that about 2 years ago after an magnetic resonance imaging was performed the patient started to have back pain. The caller stated that she thought the pump had "went off" for longer than it should have. It was noted that the patient was given a shot of morphine. No further complications have been reported as a result of this event.